Event description:
Customer reported that heparin 25,000 units in 500 ml was set up as a primary to run at 22 ml/hr (1100 units/hr). Profile used was med-surg/tele. Nursing director stated the first heparin bag was hung as a primary at 12:16 on (B)(6) /2012. The bag (not the alaris tubing) was found leaking and the nurse's aid accidentally contaminated the old spike so a new 500 ml bag with new tubing was hung at 16:40. The rate for both bags should have been 22 ml/hr so the new bag should have lasted nearly 23 hours but was found empty at around 19:30. Due to the event a stat ptt was drawn at 19:45 which was elevated, then a routinely scheduled ptt at 5 am was normal. The pt had no clinical signs of bleeding. The customer requests a programming review for the duration of both bags to see whether either infusion was misprogrammed. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Devices not received, log review pending. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.